Event description:
Pt admitted to hosp and had left carotid endarterectomy performed same day for 95% stenosis of left carotid artery. No complications incurred during surgery and pt was transferred to the ICU. The next morning, pt had a coughing or sneezing episode, followed by marked swelling of the left side of their neck. This appears to have led to airway obstruction followed by cardiorespiratory arrest. Interventions included opening of the surgical incision at the bedside, emergent tracheostomy and full code. Pt was taken back to surgery, where pt was found to have a dehiscence of the arteriotomy secondary to breakage of the suture used to maintain the site.